Event description:
Information was received from a health care provider (hcp) regarding a patient with an implantable pump for non-malignant pain. It was reported that the hcp read the pump prior to a refill and noted there was a motor stall message and codes 99 and 100 showing. She stated the patient had 2 magnetic resonance imaging's (MRI's) since the last time she saw her. The logs showed an MRI and recovery on 02-aug and then a stall on 19-aug but no recovery. When the pump was first updated it still showed codes 99 and 100 but after reinterrogating it, it showed the stall recovery log was now there. Technical services reviewed telemetry mode. The hcp confirmed there was no significant volume discrepancy during the refill.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.